Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an ins for over 2 years. However, since the trial period, she has never been satisfied with the therapy results. During the trial period the patient did receive positive effects. However, when going to the permanent implant the lead was changed and therapy benefits were never achieved since then. It was mentioned that is was very difficult to place the lead for this patient. They therefore did acknowledge that they cannot exclude that the lead position might not be optimal. The nurse explained that she checked the impedances, and they seemed to be in-range (e.g. Green check mark). However, she only checked at the status screen of the configure implant workflow. So the individual contacts were not yet verified at the moment of the call. Additionally, she has already tried various different programs, but none of them seem to result in efficient therapy effect. They have tried each of the standard programs, and the various custom made programs. The nurse also mentioned that the patient reported that the ins turns off by itself. The nurse indicated that from the session report she could see that the ins is turned off quite often. She raised the possibility that therapy being off, might also contributed to the absence of therapy effect.